Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that she was hospitalized in ICU due to hyperglycemia and high ketones because of blockage in tube. High blood glucose level was 600 mg/dl and treated by IV and fluids of saline and insulin. No further information was available.